Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the right coronary artery. The wire was able to cross the lesion and a 10mmx2.75mm wolverine cutting balloon was selected for use. However, the balloon ruptured upon second inflation at 8 atmospheres. The procedure was completed with another of the same device. No complications were reported.